Event description:
A customer contacted beckman coulter, inc. (Bci) regarding discrepant troponin (accu tni) results that were generated by the unicel dxi 800 access immunoassay system for three (3) patient samples. Initial results were: 0.50ng/ml, 0.98ng/ml, and 4.76ng/ml for patients a to c respectively. The results were reported out of the lab. The original samples of all 3 patients were tested for accu tni on a different instrument in the customer's lab and lower results were obtained: 0.02ng/ml, 0.02ng/ml, and 0.06ng/ml for patients a to c respectively. Corrected reports have been sent. No death, injury or change to patient treatment occurred as a result of this event.

Manufacturer narrative:
Qc was within specifications before and after the event. No errors have been posted to the event log. Customer repeated all samples from the start of this event until fse was on site and no additional erroneous results were identified. The specimens were collected in lithium heparin tubes by the emergency room (ER) personnel and were processed on the automation line. The initial accu tni results did not correlate with the results the ER obtained from the point of care testing. The repeated results matched the point of care results. A field service engineer (fse) was dispatched to the customer's lab: fse found a small hole in one of the aspirate probe's tubing. The fse replaced: peri-pump tubing, substrate probe, wash carousel motor, aspirate probes and tubing, and reagent pipettor tips. The fse replaced wash carousel due to slippage errors. The fse certified repair per established procedures. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.